Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to urge incontinence, recurrent stress urinary incontinence, recurrent urinary tract infections, pain and infected periurethral mesh. It was reported that the patient had additional implant (transvaginal urethrolysis, sling procedure using autologous fascia sling with donor site from lower abdomen and cystoscopy) on (B)(6) 2013. No lot number or manufacturer information was provided.